Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression"), 5 months 23 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), amnesia ("memory loss"), arthralgia ("joint pain") and bursitis ("bursitis"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, depression, amnesia, arthralgia and bursitis outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, bursitis, depression and menorrhagia with essure. The reporter commented: date of occurrence reported as (B)(6) 2016. Removal scheduled for (B)(6) 2019 (by ablation of the fallopian tubes and uterus). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.